Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/8/2023, it was reported by a sales representative via email that an ar-2326pslc peek swivelock eyelet broke off and the surgeon was unable to thread it back on. All the broken pieces were retrieved and another ar-2326pslc peek swivelock was open. The same thing happened, the swivelock broke at the portion where it threads on. The fragment was removed successfully, and a third ar-2326pslc peek swivelock from a different lot number was used to complete the case. This was discovered during an rcr procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.